Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling below the alert threshold. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.